Manufacturer narrative:
The insulin pump alarmed for a reset error after battery change due to faulty component on the interface circuit board. The insulin pump passed the operating currents measurement, self test, displacement test, rewind, basic occlusion, occlusion, prime test and excessive no delivery test. No battery icon anomaly or excessive no delivery alarm anomaly noted, however moisture damage found the electronics and motor. The insulin pump had cracked case at display window corners, worn and cracked reservoir tube, severely scratched display window.

Event description:
The customer reported via telephone call that the insulin pump reset itself whenever the battery was changed and that the settings needed reprogrammed. The insulin pump had alarmed for a reset error and a history error. The blood glucose reading was 100 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.